Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms could not be confirmed as no data from the time of the events was included in the submitted controller event log files. Although a specific cause for the events could not be conclusively determined through this evaluation, the account reported that the alarms were due to patient positioning. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), and the reported events could not be conclusively established. Additionally, review of the submitted log files revealed low pump current faults which appeared to be consistent with a drive phase current i4 issue, resulting in a loss of the ability to start the pump. The controller event log files collectively contained data from (B)(6) 2022 through (B)(6) 2022. The beginning of the recorded data appeared to be consistent with events following the connection of the driveline after the patient¿s second exchange back to the primary controller at approximately 11:15. Intermittent low pump current fault flags were captured on (B)(6) 2022 which appeared to be consistent with a drive phase current i4 issue. A pump reset was performed at approximately 17:18 on (B)(6) 2022 when the vad coordinator briefly disconnected and then reconnected the driveline. Following this reset, the low pump current faults resolved. The pump appeared to function as intended at the set speed while the driveline was connected. The lvad event log files collectively contained data from (B)(6) 2022 through (B)(6) 2022. A software reset event was captured at approximately 11:15 on (B)(6) 2022, which appeared to be consistent with the reconnection of the driveline following the patient¿s second exchange back to the primary controller. Following this event, the data captured the drive phase current i4 value at 0 ma; however, this issue did not appear to result in any significant changes in rotor displacement and rotor noise values. A second software reset event was noted at approximately 17:18 on (B)(6) 2022. This event was consistent with the reconnection of the driveline during the intentional pump reset captured in the controller event log file. Following the reset, the drive phase current i4 issue resolved. The pump appeared to function as intended throughout the duration of the files. During the investigation there was an incidental finding. It was noted in the event log that between 10:31:43 and 11:14:56 (approximately 45 minutes) on (B)(6) 2022, the lvad temperature decreased from 45 to 39 degrees celsius, suggesting that the pump had stopped for an unknown amount of time. A specific cause for this event could not be conclusively determined through this evaluation the patient remains ongoing on heartmate 3 lvas, serial number (B)(4), serial number (B)(4), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12apr2021. The heartmate 3 lvas instruction for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 2 of the IFU and section 2 of the patient handbook advise the use to ¿check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." The patient handbook further explains that the pump cannot run without power. Additionally, section 2 of the IFU provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. This section further states that the left ventricular assist device may take up to 10 seconds to start running when the driveline cable is fully and properly inserted in the socket. Section 7 of the IFU and section 5 of the patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had three low flow alarms around 3am lasting from 4-8 seconds. Later in the morning, the patient had an additional low flow alarm and stated that a ¿no internal battery¿ message was seen on the controller. The patient decided to exchange to the backup controller; however, the same message was displayed. The patient then decided to change back to the primary controller. The patient was sent for an echocardiogram (echo) and lab work. There were no concerns seen on the echo. The account reported that the cause of the low flow alarms was believed to be positioning, specifically when the patient was lying in bed on the left side. The alarms resolved within a few seconds after changing the patient¿s position and the patient remained asymptomatic. Log file analysis noted one low speed advisory alarm and intermittent low pump current events on (B)(6) 2022. The patient's driveline was disconnected from the controller to troubleshoot the low pump current events and reset the pump. The low pump current events resolved after power cycling the pump. Technical services noted that the issue may have been caused by electrostatic discharge (esd) and recommended re-educating the patient on esd. Further review of the log files revealed a decrease in the left ventricular assist device (lvad) temperature from 45 to 39 degrees celsius, suggesting that the pump had stopped for an unknown amount of time.